Event description:
It was reported that electrogram (egm) review was requested for this pacemaker due to the patient's low heart rate of 48 bpm. Upon review, technical services (ts) observed t-wave oversensing within the stored rythmiq episodes. The health care professional (hcp) also noted syncopal episodes that correlated with the recently stored events. Programming options were reviewed. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.